Event description:
A report was received that the patient lost stimulation. It was determined that the leads had several contacts that were out and were not functioning. The physician suspected that the failure was in the connection between the leads and the splitter. The patient will undergo a procedure wherein the physician will remove the splitter and replace the lead.

Event description:
A report was received that the patient lost stimulation. It was determined that the leads had several contacts that were out and were not functioning. The physician suspected that the failure was in the connection between the leads and the splitter. The patient will undergo a procedure wherein the physician will remove the splitter and replace the lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced and the splitters were explanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).